Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. A non-bsc guide wire was selected and advanced to the left anterior descending coronary artery. While the fg, promus element plus, mr, us 2.25x24mm stent delivery system (sds) was being loaded on the guide wire, it became stuck on the guide wire before the touhy. The sds was removed from the guide wire, but the stent was damaged during separation. The procedure was completed using a bsc ion 2.25x24mm stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. A non-bsc guide wire was selected and advanced to the left anterior descending coronary artery. While the fg,promus element plus, mr,us 2.25x24mm stent delivery system (sds) was being loaded on the guide wire, it became stuck on the guide wire before the tuohy. The sds was removed from the guide wire, but the stent was damaged during separation. The procedure was completed using a bsc ion 2.25x24mm stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified stent damage. Strut rows in the middle section of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified that the distal inner was kinked & accordioned. This type of damage could be caused by excessive force being applied during guide wire removal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).